Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump examination on (B)(6) 2018 indicated the patient was receiving fentanyl 2000 mg/ml for a total does of 565.8 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver med ications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Interrogation of the pump determined it was used to infuse fentanyl (2000.0mg/ml at 565.8 mg/day). If information is provided in the future, a supplemental report will be issued.